Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left renal artery. A 5.0mmx15mmx150cm express¿ vascular sd stent delivery system (sds) was advanced; however, it was noted that the stent was dislodged from the sds. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).